Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 49 and 71 hours despite attempted corrections. When removed from the infusion site, the pod's cannula was found blocked. Additionally, it was reported upon removing the pod, fluid had soaked under the adhesive and there was an insulin smell mixed with blood. The cannula was visible and bent but appeared occluded with blood. As treatment, a new pod was placed.